Event description:
Healthcare professional reported, left rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in anterior side assessed, as unidentified (tear) opening. Observed, opening in anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive (shell thickness within specification). Additional observations: no other observation observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left rupture. The device has been explanted.